Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. Both cylinders passed visual inspection. No damage or abnormalities were found. Both cylinders passed the leakage test. The pump was microscopically inspected, leak and functionally tested. The pump passed visual inspection. No damage or abnormalities were found. The pump passed the leakage test. Functional test revealed that the pump failed deflation test, the pump failed valve de-active state test. Based on the information available and analysis results, the reason for the deflation issue was most likely determined to be the pump failure of the valve de-active state test and deflation tests; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during the preparation for an inflatable penile prosthesis (ipp) surgery, the device was not deflating properly. The procedure was completed using an alternate device, and no patient complications were reported.

Event description:
It was reported that during the preparation for an inflatable penile prosthesis (ipp) surgery, the device was not deflating properly. The procedure was completed using an alternate device, and no patient complications were reported.